Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope and performed a device evaluation. Failure analysis confirmed the reported issue and found the attached endoscope adapter (aea) to be dislodged. This complaint is being reported because a dislodged camera adapter could result in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the sterilization cap¿s integrity was found to be compromised due to damage. Mechanical damage to the buttons and button bezel was present. The glue at the fiber distal tip gap was found to be damaged. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. Device expiration date was left blank as this endoscope has 2,000 lives, which are tracked by the da vinci surgical system. This reported issue occurred on the endoscope's 168th usage and, therefore, had not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that after a da vinci-assisted appendectomy surgical procedure, the customer found the connector was broken on the 30 degree endoscope. The procedure was completed with no patient harm, injury, or adverse outcome.